Manufacturer narrative:
The returned intraocular lens was examined and verified to have signs of handling. The optic was torn/split/cracked across the center of the optic. Add'l scratches were noted in the optic. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There are no other complaints for this lot number. Add'l info was requested on 03/22/2007 and 03/23/2007 by phone, mail, and fax. Add'l info was provided on 03/27/2007. To date, a questionnaire has not been returned.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt reported glare and stated the lens did not meet his living requirements. A lens exchange took place in 2007. Add'l info, including the pt's status, has been requested.